Manufacturer narrative:
One device was returned and visual inspection revealed smiths tampered seal intact. All labels were still intact. No physical damaged was found on the device. Upon inspection, reported problem was confirmed. When pump was opened, found fluid contaminated in device cause pump to not functioning. Cleared error code, the contaminated mpu board was replaced.

Event description:
It was reported that cadd solis vip ambulatory infusion pump screen will not turn on, just beeping. During testing, no patient injury reported.